Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received a questionable high troponin t hs stat result for one patient sample. The initial result from an aliquot cup processed through the modular preanalytic analyzer (mpa) was 26 ng/l. This result was reported outside the laboratory and was questioned by the physician. The sample was retested on the same analyzer and the result was 14 ng/l. It was unclear if this result was from the primary sample or an aliquot. The patient was not adversely affected. The reagent lot number was 138684 with an expiration date of 01/31/2017.

Manufacturer narrative:
A specific root cause could not be identified. The field service representative checked the analyzer and did not find a cause or a hardware issue. Performance testing was done and was within specifications. Based on the provided data, an issue with the qc material or qc handling was possible. As the discrepancy in the signals was low, other influences like electromagnetic interference (emi) or sample quality could have caused the issue.